Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that his client rec'd an implant on (B)(6)2009 and was revised on (B)(6) 2012 due to pain. Pt's surgeon believed he may have metallosis due to elevated metal ions but at revision there was no evidence of metallosis or pseudotumor except for thickening of the anterior and posterior capsule.

Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review. The lot numbers were rec'd for the device, and the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided and a product failure cannot be confirmed at this time of the report. Should add'l info become available and the device be returned for eval and an investigation result becomes available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Manufacturer narrative:
Additional information was received on september 03, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2009 and revised on (B)(6) 2012 due to pain and elevated cocr level. On visual examination, some foreign materials were found inside the cup. No pictures or x-rays were received for evaluation. Visual examination: condensed regions of third body materials are present on the porous coating of the durom acetabular component; third body material is present on the articulating surface and rim of the durom acetabular component; third body material is present on the circumferential fins of the durom acetabular component chipping is present on segment e and f of the durom acetabular component; large scratching is present on the porous coating of the durom acetabular component; third body material is present on the articulating surface of the metasul ldh large diameter head; third body material ID present on the face of the metasul ldh large diameter head; scratching is present on the face of the metasul ldh large diameter head. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).